Event description:
The end-user reported that the patient sustained a third degree burn on his left lower back and that the burn was discovered after the completion of an endoscopic atrial flutter ablation procedure. As reported, the duration for this procedure was 3.5 to 4 hours in length. A non-conmed electrosurgical system (esu) was used and the average setting of 40 watts was set at the time the incident occurred. At the end of the procedure and when the conmed thermogard dispersive electrode was removed from the patient's left lower back, it was discovered that there was a burn the size of the dispersive electrode pad. The burn was described at a 3rd degree burn and was treated with silvadene ointment. The patient was discharged from the hospital and reportedly doing well. Post-operative follow-up visit with the physician was supposedly scheduled for the week of (B)(6) 2015. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One (1) "used" thermogard® dispersive electrode was returned to the conmed for evaluation. Visual inspection found the electrode was received "folded over on itself" making examination difficult. The electrode pad was opened up carefully and slowly in an effort of not causing any disturbance to the gel. The gel appears in good condition with no discoloration or evidence of charring. Further examination found the gel completely covers the foil with no indication of exposed metal. A small piece of dried skin was adhered to the distal end of the electrode on the adhesive and not the gel. The cord was examined; no cuts or bare wire were identified. A continuity test confirmed the cord plug and foil attachment have satisfactory electrical contact. As the gel has been previously applied to a patient and has been exposed to the environment, the condition of the gel made functional or clinical testing impractical. The device was manufactured 07-nov-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 4,000 units, there has only been one (1) other report of patient burn received from the same end-user facility for the same type of procedure. A two year review of product history for this device family showed a total of four (4) similar reports for patient burns, including this incident. (B)(4). It should be noted, of the four (4) reports of patient burns, there has been only one (1) report in which a second surgery was performed to treat the burn, surgical debridement. To date, there have been no patient long term adverse events reported regarding any of the four (4) reported events. The thermogard® dispersive electrode is a disposable, dispersive electrode used for the dispersion and return to the electrosurgical generator of therapeutic (rf) energy introduced to the patient produced at the active electrode during electrosurgical procedures. In this instance, examination of the used dispersive electrode did not reveal any evidence of electrosurgical type burning occurring at the dispersive electrode site. This most probably is a chemical type burn from an allergic type reaction to the device's gel component. A primary skin irritation and skin sensitization testing were performed by the manufacturer for this device. The gel and adhesive contained in the thermogard dispersive electrode passed the biocompatibility tests for cyto-toxicity, skin sensitization and intracutaneous sensitization and are considered biocompatible for their intended use. Proactively, a site visit to the end-user facility was conducted and during this visit it was observed the circulating nurse removed the dispersive electrode pad and relocated the same electrode on the patient during set-up of an endoscopic lab atrial ablation. The nurse was reminded that the relocation of the device could result in incomplete adherence and thus causing a patient burn. The dispersive electrode was then removed and a new dispersive electrode was utilized with no problems noted. To reduce the risk of patient injury, the instructions for use, IFU, provides the following warnings and precautions: - thermogard and thermogard plusabc dispersive electrodes are for use with various patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. Failure to achieve a good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. - do not coil dispersive electrode cable or allow the cable to overlie other electrosurgical monitoring cables or equipment as the unintended transfer of potentially harmful rf energy may result. - avoid skin to skin contact when positioning the patient, using dry gauze where necessary. - if patient is repositioned, reinspect dispersive electrode and all connections. - do not re-use or re-locate the dispersive electrode after initial application.